Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 26mm sapien 3 ultra valve, the valve was implanted in a higher position than intended. As a result, there was moderate-severe paravalvular leak (pvl). There were no allegations of an edwards device malfunction that caused or contributed to the high deployment. An additional valve was implanted to resolve the leak.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report number 2015691-2022-05909. The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for review. The native annulus and sinus of valsalva (sov) appeared to be minimally calcified. The sinotubular junction was not narrow and has calcification. Based on the native annulus measurement, the selected valve size (26mm) was undersized. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, sizing recommendations are provided for implantation of the sapien 3 ultra valve in the native annulus. It is noted that incorrect sizing of the valve may lead to paravalvular leak and migration. Valve deployment in unintended location, valve malposition, and paravalvular leak are also listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Per the training manual, it states to position the thv with bottom of the center marker at the base of the cusps or slightly above. In addition, it cautions the use of the valve when minimal calcification is observed. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for malpositioned valve and deployed valve exhibits paravalvular leak (pvl) were unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). The patient screening manual instructs the operator on the proper aortic valve and root assessment, including the use of echo, aortogram, and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. As reported, 'the valve was implanted but with high deployment' due to the starting valve position being 'too aortic.' Per the training manual, 'position thv with bottom of center marker at base of cusps or slightly above.' In addition, review of imagery provided revealed minimal annular calcification, which could potentially impede the valve from being securely anchored to the annulus and, thus, cause the thv to move upward. In this case, available information suggests that procedural factors (improper valve position) and/or patient factors (minimal calcification) may have contributed to the event. Due to the malpositioned thv, wherein the valve was placed/deployed too aortic, it is likely that the thv skirt was unable to properly seal against the annulus such that this led to paravalvular leak (pvl). In addition, review of the anatomical imagery revealed that the effective annular area was too large relative to the chosen 26mm sapien 3 ultra valve. An under-sized thv can create channels between the structure of the implanted valve and cardiac tissue, enabling blood to flow through them, and thus, resulting in pvl. In this case, available information suggests that procedural factors (malpositioned thv and incorrect valve sizing) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.